Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. It was reported the patient was hospitalized and treated with injection meropenem (1gm, once daily, intraperitoneal, discontinued) and injection vancomycin (1gm, every 96 hrs, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged and recovered from peritonitis. Pd therapy was ongoing. No additional information is available.